Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided picture identified the tip of the device to be fractured. Medical records were not provided. Lot identification is necessary for review of device history records, lot identification was not provided. The previously addressed root cause for this device failure was determined to be the lack of mechanical specifications for the design input of the instrument. However, as the lot information for the reported device is unknown, a definitive root cause cannot be determined. The reported event is confirmed, based on examination of the provided picture. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Performed a visual inspection of the item returned. The inserter returned shows signs of use with some galling on the shaft of the inserter near the proximal end of the shaft and near the middle section of the shaft. The threaded tip at the end of the inserter has fractured off and was not returned. Review of the device history records identified no deviations or anomalies during manufacturing. The root cause of the previous investigation remains unchanged. The reported event is confirmed, based on evaluation of the returned product. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: item# 14-441045; lot# unknown. Item# 14-441043; lot# unknown. G2: foreign - event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the tip of the device fractured while the surgeon was using it to insert a screw into the nail. No patient harm or consequences were reported as a result of the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.